Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient could not tolerate side effects and could not drive ad also reported malfunction of iol. Additional information was received and stated that, they did not explant the lens.